Event description:
Provider spoke with technical services, states that the chair will run left and right but does not move forward or reverse straight. Provider advised that the chairs' tilt does not work.